Event description:
It was reported there was a boot failure; won't turn on. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The lower case and side bail covers were also found to be broke and battery contacts compressed.